Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were just seen by a periodontist who has informed them that the pressure on their teeth along with their gum disease is causing their gums to recede. This is a contraindicated patient.